Event description:
It was reported that a femoral artery dissection and large hematoma occurred. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. Arterial access was attempted to be closed but failed. A femoral artery dissection and a large hematoma were noted. The patient had a stent placed to treat the dissection. The patient was admitted to the critical care unit where they recovered from this event. The patient has since been discharged home from the hospital.